Manufacturer narrative:
Batch review performed on 11 february 2026: lot 2411549: (B)(4) items manufactured and released on 04-oct-2024. Expiration date: 2029-sep-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery was performed due to instability and dislocation. At about 6 months from primary the surgeon revised the head to one of competitor.